Event description:
It was reported that the insulin pump alarmed button error during bolus. The blood glucose level was not included in the report.. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No button/numbers acting crazy or moisture damage on the electronic or motor assemblies noted. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.